Manufacturer narrative:
Approximate age of device ¿ 3 years and 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that when the pump was connected to the power module, low flow alarms and pump stoppages occurred. The alarms occurred when the patient moved and stood up. The patient was asymptomatic and a non-grounded power module patient cable was supplied. It was also reported that the patient's heart had shown recovery and the pump may be explanted. The patient was asymptomatic. No further information was provided.

Manufacturer narrative:
The device remains in use. A direct correlation between heartmate ii lvad and the reported event cannot be conclusively determined. No log files or x-rays were submitted for review for this evaluation. Based on our complaint history and similarly reported events, the reported low flow alarms and pump stoppages that occurred while the patient was supported with the power module could be indicative of a compromised wire within the patient¿s driveline. The heartmate ii lvas instructions for use (IFU) and patient handbook contain information on caring for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.